Event description:
An aortic connector was utilized to anastomose the svg to rca during CABG. Intraoperative tee showed no abnormalities. The pt presented six days postoperatively with chest pain, tia and horner's syndrome. Redo CABG was performed secondary to a dissecting aorta. The surgeon indicated the dissection appeared to originate from the connector. It was also reported the pt had a thin-walled, dilated aorta. The pt did well and was discharged to rehab.